Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload came attached to a signia adapter and the reload adapter was broken, the distal portion of the reload was attached to the signia adapter only by the bent articulation flag, the reload jaws were open, the trs material was properly anchored to the anvil and cartridge, the sutures were intact, the reload was unfired, and the reload was not in interlock. It was reported that the connection between the proximal part of the reload and adapter tip was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. It was also reported that the device entered the firing mode but it could not be fired, the jaws were locked on the tissue and could not be opened. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medt ronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during robotic laparoscopic proximal gastrectomy, on esophageal transection, when approaching the tissue, the device entered the firing mode but it could not be fired. The jaws were locked in the the issue and could not be opened. It was also mentioned that the connection between the proximal part of the reload and adapter tip was broken. The reload was removed by using forceps to slide it off the tissue, as it stopped in the middle and would not move even when the manual adapter tool was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn# (B)(6) ) sigphandle, sig power sigphandle handle (sn# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.